Manufacturer narrative:
On 03 july 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: there are no signs of deformation or anomalies on the broach surface. The broach correctly fits with the broach handle. According to information collected, it is not possible to determine a root cause.

Manufacturer narrative:
Additional information received on 24 april 2017 and includes: while broaching the patient fractured. The fracture was laterally 8" distal of the greater troch.

Event description:
During surgery the surgeon fractured the femur while broaching with a size 5. The fracture was laterally 8" distal of the greater troch. The surgeon cabled the fracture. The surgery was delayed approximately 20 minutes. The surgery was completed successfully. X-rays are not available.